Event description:
According to the reporter: the nurse counted the number of sutures during operation, and found one extra suture was contained in the packet. All the packets of the lot were retrieved for evaluation. Nothing fell into pt's cavity. No bleeding. No tissue damage. No pt injury. Operating room time was extended more than 30 mins.

Manufacturer narrative:
(B)(4).